Event description:
While weaning a CABG pt from full by-pass, the surgeon noted that the aorta suddenly went flat and the heart had no volume. Perfusionist noted that reservoir was filling and pump head showed no rpm on lcd. Pump rpm dial was turned with no response. Pump head appeared to have failed. Electronic pump head turned off and disposable pump head was placed on hand crank system. Electronic pump head was turned off and then back on and power returned. Pt put back on by-pass without further problems.